Event description:
On (B)(6) 2012, says the aids are not loud enough. Re-programmed with experience level turned from 2 to 4. Cleaned. Says they sound good. Gave him a bottle of oto-ease at his request. Molds go in easily without it. Cerumen starting to build up in his ears. Discussed use of h-peroxide and discontinue use of q-tips. On (B)(6) 2012, received recall info on product via email FDA recall. Pt was notified of recall and that he should throw product away. He indicated he understood. On (B)(6) 2012, he called back today and said he had used the oto-ease and had gotten an ear infection. He is being treated by an md. On (B)(6) 2012, pt was notified that he needed to be seen by our md appointment scheduled per his requested on (B)(6) 2012, with ent. On (B)(6) 2012, pt called to saw he had canceled ent appointment since he had seen his provider today and was treated for "black fungus" in his ear.